Event description:
Clinitron bed in use approximately one month. On 9/17/99, the pt reported she pressed a control button on the bed and heard a "pop" followed by an odor like electrical smolder or smoke. The fire alarm was initiated and the pt was removed from the bed. There was no injury to the pt. The fire co responded and verfied there was no fire in the bed. The bed was returned to hill rom that day.